Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Cts provided information on how to reset the pump and assisted the caller with the reset process, after which the malfunction code did not recur. The customer was informed that they could continue using the pump and to reach out if the malfunction recurs.